Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange because a prong was broken in the white cable of the controller. This was confirmed that it came from their mobile power unit. The patient did not have any alarms and was an incidental finding when the site tried to hook up the patient to their monitor. Patient was given a new primary controller and mobile power unit. There were no alarms post exchange and the patient's equipment operated as normal. Related MFR # 2916596-2022-12442.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin being stuck in the white power cable connector was confirmed via visual analysis. The heartmate 3 system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review. The downloaded log file spanned approximately 6 days (07jul2022 -13jul2022, 24aug2022 per timestamp). Events on 24aug2022 are from product testing at abbott. There were no notable events in the log file. Pump operation was not affected. A pin was observed to be stuck in the white power cable connector, confirming the reported event. This pin was removed prior to testing taking place. The system controller was able to pass all stages of testing and was able to operate on a mock loop without issue. The root cause of the reported event was determined to be from a pin from the patient¿s mobile power unit being stuck in the controller connector, as reported. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.